Event description:
It was reported that the patient may be experiencing asystole. After reviewing the episode it was determined to be drop out of signal, not true asystole. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.